Manufacturer narrative:
Investigation into this event determined that non-reproducible, higher than expected, vitros bhcg results occurred on multiple patient samples processed on a vitros 3600 immunodiagnostic system. A likely assignable cause could not be determined. No pre-analytical user error involving sample processing; nor has an instrument or reagent malfunction been determined to be a contributing factor. There have been no reported recurrences of non-reproducible, higher than expected, vitros bhcg results since the event was initially reported to ocd.

Event description:
The customer obtained non-reproducible, higher than expected, vitros bhcg results from multiple patient samples when processed on the vitros3600 immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible, higher than expected vitros bhcg results were reported outside of the laboratory, however, corrected reports were sent to the physicians and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)